Manufacturer narrative:
The creatinine reagent lot number was 734446 with an expiration date of 31-mar-2024. The potassium electrode lot number and expiration date were not provided. The field service engineer replaced the sample probe and cleaned the ultrasonic mixing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Patient 1 initial creatinine result was 57 umol/l. The repeat results were 98 umol/l and 102 umol/l. Patient 2 initial ise indirect gen 2 potassium result was 6 mmol/l and the repeat result was 4 mmol/l.